Event description:
The customer would not release any information concerning the event nor would they provide philips ccess to the device for evaluation despite numerous attempts by a philips customer engineer.

Event description:
The customer reported that the device was set for infinite alarm suspend when it was returned from the repair center. The factory default settings include infinite alarm suspend. When the customer got the device back, they reinstalled it without checking the infinite alarm suspend feature.